Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. H10 additional narrative: added: a2 (age), b1, b5, b7, d4 (expiration date), d6, d11, h6 (patient). Corrected: h6. Removed code for surgical intervention. H6 patient code: no code available (3191) was used to capture device revision or replacement.

Event description:
After review of medical records the patient was revised to addressed failed left metal on metal total hip arthroplasty with osteolysis. Operative notes indicated proximal bone loss in the femur, gross metallosis debris with dark staining fluid and tissue in the joint, synovitis and large defect in the proximal femur in the trochanteric region that was bone grafted with fine cancellous graft. Doi: (B)(6) 2009. Dor: (B)(6) 2019. Left hip.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # : (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon replaced metal liner with poly liner and head with ceramic ts head. Osteolysis noted on x-ray. Doi: unknown; dor: (B)(6) 2019, (left hip).